Event description:
It was reported that an intermittent malfunction alarm occurred. The customer will continue to use the pump for insulin delivery. The customer¿s blood glucose level was 141 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified.